Event description:
It was reported that, as per the surgeon's office, this pt is experiencing difficulties with her hip implant.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.